Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 25jul2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: a consumer reported a male patient had two humapen savvio devices and "one of them was defective; something had broken off the cartridge holder due to which he did not received any insulin in the body". "This went unnoticed, however, so he temporarily had blood sugar levels above 700 and became unconscious due to which he was hospitalized on an unknown date. On (B)(6) 2025, he again hospitalized for the blood sugar levels above 700 and for unconscious". The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous device only case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a male patient of unknown age and origin. Medical history included had an indwelling catheter. Concomitant medication included he took unspecified seventeen other medications. The patient received unspecified insulin via a reusable pen (humapen savvio red 3ml), at an unknown dose and frequency, via unknown route of administration for the treatment of unknown indication, beginning on an unknown date. On an unknown date, he had two humapen savvios pen but one of them was defective; something had broken off the cartridge holder due to which he did not received any insulin in the body (pc: (B)(4); lot number: unknown). This went unnoticed, however, so he temporarily had blood sugar levels above 700 and became unconscious due to which he was hospitalized on an unknown date. On (B)(6) 2025, he again hospitalized for the blood sugar levels above 700 and for unconscious. Information regarding corrective treatment, further hospitalization details and outcome of the events was not provided. Status of the unspecified insulin was unknown. Follow-up was not possible as the reporter refused to be contacted and did not give permission to contact the treating physician. The user of the humapen savvio red device and his/her training status was not provided. The general device duration and humapen savvio red suspect device duration of use was not provided. The action taken with suspect humapen savvio red was discarded and its return status was not expected. The reporting consumer did not provide the relatedness assessment between the events and humapen savvio red device. Edit 14jul2025: updated medwatch and european and canadian (EU/ca) device fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 25-jul-2025: additional information received on 24-jul-2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage from yes to no, and device return status to no. Reiterated malfunction as unknown. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4). This spontaneous device only case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a male patient of unknown age and origin. Medical history included had an indwelling catheter. Concomitant medication included he took unspecified seventeen other medications. The patient received unspecified insulin via a reusable pen (humapen savvio red 3ml), at an unknown dose and frequency, via unknown route of administration for the treatment of unknown indication, beginning on an unknown date. On an unknown date, he had two humapen savvios pen but one of them was defective; something had broken off the cartridge holder due to which he did not received any insulin in the body (pc: (B)(4); lot number: unknown). This went unnoticed, however, so he temporarily had blood sugar levels above 700 and became unconscious due to which he was hospitalized on an unknown date. On (B)(6) 2025, he again hospitalized for the blood sugar levels above 700 and for unconscious. Information regarding corrective treatment, further hospitalization details and outcome of the events was not provided. Status of the unspecified insulin was unknown. Follow-up was not possible as the reporter refused to be contacted and did not give permission to contact the treating physician. The user of the humapen savvio red device and his/her training status was not provided. The general device duration and humapen savvio red suspect device duration of use was not provided. The action taken with suspect humapen savvio red was discarded and its return status was not expected. The reporting consumer did not provide the relatedness assessment between the events and humapen savvio red device. Edit 14jul2025: updated medwatch and european and canadian (EU/ca) device fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.